Event description:
It was reported that the pump shut off unexpectedly. Customer did not follow up with tandem technical support for additional troubleshooting, therefore no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.